Manufacturer narrative:
(B)(4). Section g4, PMA/510(k) number: the 950n60 neonatal optiflow junior heated circuit kit is not sold in the united states of america (USA) but instead a similar product, 950n60j neonatal optiflow junior heated circuit kit is sold in the USA. Therefore, the 510(k) number for 950n60j has been used under section g4. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in united kingdom reported that a 950n60 neonatal bubble CPAP dual heated circuit kit had melted. The healthcare facility further reported that the subject circuit was not connected to the patient when the reported failure occurred. There was no patient consequence.

Manufacturer narrative:
(B)(4). Section g4, PMA/510(k) number: the 950n60 neonatal bubble CPAP dual heated circuit kit is not sold in the united states of america (USA) but instead a similar product, 950n60j f&p 950¿ neonatal bubble CPAP dual heated circuit kit is sold in the USA. Therefore, the 510(k) number for 950n60j has been used under section g4. Method: the subject inspiratory tubing of the 950n60 neonatal bubble CPAP dual heated circuit kit was received at fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected, and performance tested. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported that the inspiratory tubing of the 950n60 neonatal bubble CPAP dual heated circuit kit was melted. The healthcare facility further reported that the tubing was neither connected to a patient nor covered by the pillow(s,) duvet(s) or blanket(s) at the time of reported event. Visual inspection of the subject device revealed that the inspiratory tubing was melted after the midpoint cover, confirming reported fault. There were no errors observed when the subject inspiratory tubing was connected to a f&p 950 respiratory humidifier. The log data of the f&p 950 respiratory humidifier involved in the event was reviewed and it was observed that the air flow was changed from 6l/min to 0.4l/min on (B)(6) 2024 and was running at the same flow for 5 hours until the f&p 950 respiratory humidifier was powered off. As per the previous failure investigation performed by fisher & paykel healthcare (f&p), melted tubing could result when the operating air flow is below 2l/min. Conclusion: based on the information provided by the healthcare facility, evaluation of the subject device and our knowledge of the product, the cause of the melted inspiratory tubing of the 950n60 neonatal bubble CPAP dual heated circuit kit may be due to operating the f&p 950 respiratory humidifier at the lower flow rates than prescribed in the user instructions. All heated breathing tubes as part of the 950n60 neonatal bubble CPAP dual heated circuit kit are visually inspected and undergo functional tests, including temperature and heater wire resistance. The heater wires are 100% visually inspected using a camera system. The heater wires are also tested for resistance, continuity, polarity, and pitch during production. Additionally, a functional test is conducted under load. The heated breathing tube (hbt) is designed to ensure that "under normal conditions" the surface temperature does not exceed 44ºc as per iso 80601-2-74:2021 medical electrical equipment: particular requirements for basic safety and essential performance of respiratory humidifying equipment. The two elastomers used in hbt both have a softening point of 76ºc. The tubing will only reach the softening point if it is covered for a prolonged time and heat is no longer able to dissipate away from the tube. Compression would not cause the tubing to reach the softening point. The key factors which determine whether the heat is retained in the affected area leading to softening are: the surface area of the hbt covered by an object. The duration of time the hbt is covered. The insulating properties of the object covering the hbt (i.e., higher thermal coefficient would allow less heat to dissipate). The gas flow rate through the tube (i.e., lack of flow through the tube would allow less heat to dissipate). The 950n60 neonatal bubble CPAP dual heated circuit kit user instructions (ui) include the following technical specifications: the maximum tube temperature is 44ºc and operating flow range for the ventilator is 4-15l/min. The user instructions that accompany the 950n60 neonatal bubble CPAP dual heated circuit kit may also caution the user: set appropriate ventilator or flow source alarms to monitor therapy delivery. Perform a pressure and leak test on the breathing system before connecting to a patient. Do not crush, stretch, or milk the tubing. Do not cover the circuit with materials such as towels, pillows, or bed linen. Failure to comply may result in skin burn.

Event description:
A healthcare facility in united kingdom reported that a 950n60 neonatal bubble CPAP dual heated circuit kit had melted. The healthcare facility further reported that the subject circuit was not connected to the patient when the reported failure occurred. There was no reported patient consequence.